Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number has been provided, a device history lot number review is pending.

Event description:
The event involved a 1o2¿ valve (blue) w/check valve, rotating luer where it was reported the doctor was giving anesthesia to the patient and he noticed that the single-channel universal valve was not properly sealed, so the liquid leaked. He then replaced it with a new one. There was patient involvement but no patient harm.